Event description:
Complaint #(B)(4). It was reported that there were anchor breaks on 2-ajust adjustable single incision slings.

Manufacturer narrative:
The complaint is awaiting receipt of the sample to complete an investigation. Upon completion of the investigation, a follow-up report will be submitted.